Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Device received with cracked case(battery tube), cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states that the fluid was in battery compartment. It also reported that the customer was swimming. The customer also reported that the received sudden vibration followed by blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.